Event description:
New information received noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch.

Event description:
It was reported that the patient right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.